Manufacturer narrative:
Tw ID# (B)(4). The device was returned to the factory for evaluation on 09/07/2023. An investigation was conducted on 09/14/2023. A visual inspection was conducted. Signs of clinical use and slight evidence of blood was observed on the deployed aortic cutter. The aortic cutter was observed to be deployed with no visual defects observed. The delivery device was returned inside the loading device with the white plunger not depressed and the blue safety lock was on, which prevents the white plunger from being depressed. A mechanical evaluation was conducted. The delivery device was removed from the loading device with no physical or visual difficulties observed . The seal and tension spring assembly was observed loaded in the delivery device. The blue safety lock was unlocked. The white plunger was depressed and the seal and tension spring was deployed with no physical or visual difficulties observed. The seal and tension spring assembly was then removed from the delivery device with no physical or visual difficulties observed. There were no cracks or delamination observed on the intact seal. Measurements of the delivery device were taken; the inner diameter was measured at 1.96 inches, the outer diameter was measured at 0.219 inches (rm2036883). The length of the delivery tube was measured at 2.48 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device as well as the evaluation results, the reported failure "activation problem" was not confirmed. The lot # 3000315072 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (4.3mm) aortic punch didn't fire correctly. New device was used to complete the procedure. No harm.